Event description:
The reporter indicated in a scientific article that a vns pt demonstrated very marked increases in respiratory frequency during vns stimulation with a simultaneous, consistent decrease in carbon dioxide in the blood or hypocapnia. The reporter also indicated that vns had no detectable effects on heart rate during the study.

Manufacturer narrative:
Article reference: holmes md, miller jw, voipio j, kaila k, vanhatalo s. Vagal nerve stimulation induces intermittent hypocapnia. Epilepsia 2003;44:1588-91.